Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. No case logs were provided, so no investigation could be performed. When the camera is bumped, the user will be presented with a warning. When this camera bump warning is present, implant selection on the navigation page would not be possible. This is expected system functionality when the system detects the camera has been bumped. An fse was sent out to perform an aak camera test. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Robot camera displayed hardware bump performed merge verified all instruments including ee. Successful merge, when we went to place implants, surgeon was unable to select level and guide robot trajectory. Surgeon aborted robot procedure.